Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had bolus delivery anomaly on the insulin pump screen. The customer¿s blood glucose was unknown. The customer states the bolus was not fully delivered without any reason or alarm. Customer was very insecure and insisted on replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. Multiple boluses were delivered and no bolus stopped alarms or delivery anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.